Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application crashed with an alert occurred. No product was provided for evaluation. Data was evaluated. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.